Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5146406. Voluntary event report was received. Medwatch: mw5146407.

Event description:
Related manufacturer reference number: 2017865-2023-51973. It was reported that the patient presented in clinic due to an infection and syncope. Device interrogation noted oversensing noise and unspecified capture issue on a right ventricular (rv) lead and no other complaints on an atrial (ra) lead. No changes or intervention were reported. The patient condition was unknown.